Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via a study that the device diagnosis was a pump reservoir volume discrepancy. Device interrogation/device data on (B)(6) 2015 found a reservoir volume discrepancy of 3.1ml. A catheter access port (cap) contrast study on (B)(6) 2015 found good csf flow, no cracking, disconnect or leakage of contrast. The catheter was flushed with saline during the pump check that same day. Device interrogation/device data on (B)(6) 2015 found no discrepancy. The event resolved without sequelae. It was noted that the event was possibly related to the device or therapy and not related to the implant procedure. The programming date from the most recent refill prior to this event was (B)(6) 2015, and the time was 09:08. The indication for use was spinal pain. The system was delivering bupivacaine 10.0 mg/ml at 1.331 mg/day and dilaudid 10.0 mg/ml at 1.331 mg/day. If additional information becomes available, the event will be updated.